Manufacturer narrative:
The reported issue was confirmed design related. The root cause of the reported issue is being investigated under CAPA 4592350. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device did not meet specifications, and was influenced by the reported failure. It is unknown if the device was in use on a patient. The device was not returned for evaluation. The root cause of the reported issue is being investigated under CAPA hence DHR and labeling/packaging review is not required. The device was not returned.

Event description:
It was reported that the screen was frozen in the sensica device

Event description:
It was reported that the screen was frozen in the sensica device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.